Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of 550 mg/dl; cause unknown. Reportedly, due to the elevated bg level, the customer fell resulting in an abrasion on the knee. The customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.